Manufacturer narrative:
The investigation was based on the reported event, logfile analysis and onsite examination by dräger service technician of the affected v500 device with product serial no. (B)(6), manufactured in jan. 2013. According to the log file, the restart occurred as reported on 23.10.2023 at 12:35 and was alarmed as specified to inform the user about the issue. The alarm was then reset by the user and the device was operated with restrictions and alarms until it was finally switched to standby by the user at 12:49. Root cause was a hanged up valve drive and it was suggested to replace the valve drive, m 16.2 therapy control unit pcb, with the cf card and the safety valve as a precautionary measure. For safety reasons, the ventilator software continuously analyzes and verifies the correct function of the device. In the event that the ventilation unit performs a warm start, the emergency breathing valve is opened against the ambient air to allow the patient to breathe spontaneously and the auxiliary alarm is activated to inform the user of the situation. After a successful warm start of the ventilation unit, ventilation is continued with the last settings. The device alarmed and reacted due to a defective part as specified. No patient health consequences have been reported. After replacement of the defective and suspected parts, the device was tested according to manufacturer specs without further deviations. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported there was a vent fail. The device alarmed, no patient health consequences have been reported.

Event description:
It was reported there was a vent fail. The device alarmed, no patient health consequences have been reported.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report. H3 other text : on-going.